Event description:
A male with tortuous anatomy on both sides underwent initial aaa repair in 2008. The physician placed one main body and two iliac leg grafts. Some time later, the patient developed a kink on the right side (1820334-2008-00664). At that time, the physician placed another stent on the right side and dilated to 12mm. The patient was still having some issues and the physician realized that something was going on at the graft bifurcation so five monts later, the physician built up the bifurcation of the preexisting graft with two leg extensions also deciding to go ahead and extend the seal zone on the right side with another leg graft. No images are available at this time. Patient is doing fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to patient anatomy. However, we have notified the appropriate individuals and we will continue to monitor for similar events.